Manufacturer narrative:
The company representative examined the system and reconnected the cables and reseated the printed circuit boards. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown at this time. (B)(4).

Event description:
A nursing assistant reported that after the eye incision had been performed, a system message was displayed. The doctor had to resort to an extracapsular cataract extraction (ecce) in order to complete the procedure because the customer did not own a second system. Subsequently, the two following cases were canceled. There was no patient harm reported. Multiple attempts were made to retrieve additional information, but none has been received.